Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment hudson regina. 'My home test were wrong. Waste of time.'

Manufacturer narrative:
9/29/2022- the consumer left a comment on an inteliswab facebook post, stating that the test results they received were wrong. Due to the lack of information provided by the consumer, it is unclear whether the consumer received a false negative or false positive result. Therefore, orasure technologies, inc. Has chosen to report the consumers complaint, as both a false negative and false positive result. Refer to MDR 3004142665-2022-00033 for the false positive submission. 9/30/2022- revised section g6 to reflect followup. 10/13/2022- the consumer left a comment on an inteliswab facebook post stating they received false results. MDR 3004142665-2022-00033 was submitted in error, and is a duplicate submission. The false result reported by the consumer is only captured in this MDR.

Manufacturer narrative:
(B)(6)2022- the consumer left a comment on an inteliswab facebook post, stating that the test results they received were wrong. Due to the lack of information provided by the consumer, it is unclear whether the consumer received a false negative or false positive result. Therefore, orasure technologies, inc. Has chosen to report the consumers complaint, as both a false negative and false positive result. Refer to MDR 3004142665-2022-00033 for the false positive submission. (B)(6)2022- consumer posted a review on facebook.com. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment: (B)(6). 'My home test were wrong. Waste of time.'

Manufacturer narrative:
Consumer left a comment on an inteliswab facebook post. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment: (B)(6) 'my home test were wrong. Waste of time.'.

Event description:
Consumer left a comment on an inteliswab facebook post stating their home tests were wrong and a waste of time. Facebook comment: (B)(6). 'My home test were wrong. Waste of time.'